Event description:
A company clinical specialist followed up with the patient's caregiver on (B)(6) 2012 since he was implanted about six years prior, and he was told that the device had been explanted a few years ago because it was "making him have more seizures." The date was unknown. The device had been turned off prior to being explanted. It was unknown at the time of the initial report if both the generator and lead were explanted. Follow up was performed with the patient's previously two treating physicians. However, neither physician provided additional information since the patient is no longer treated at their offices. Attempts for additional information from the patient's reported currently treating facility have been unsuccessful to date. The explant facility is unknown with the information provided. Review of the in-house programming/diagnostic database shows that the device was programmed off on (B)(6) 2007. It is unclear if this was the date that the device was intended to be programmed off. A generator diagnostic test was performed on (B)(6) 2009 which changed the patient's settings to unintended parameters, and the output current was not corrected back from 0.0ma from the generator diagnostic test. This programming anomaly is captured in manufacturer report number: 1644487-2012-02635.